Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown / not provided. Reporter phone: (B)(6). Manufacturer telephone number: (B)(6). Device evaluated by manufacturer - other (81): the intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a zlb00. The lens in the patient's right eye has been explanted some time ago but it has not been notified until now. Material is not available for investigation. Through follow-up it was learnt that patient reported that "lights comes and goes" and felt uncomfortable. Reason for the explant was reported dysphotopsia during more than 2 months, load of halos. Implant date: (B)(6) 2020. Explant date: (B)(6) 2020. Patient has now implanted multifocal lenses from another supplier and feels more comfortable, better quality vision based on the patient's perception and see unit with both eyes. No further information has been provided.